Event description:
On (B)(6) 2023, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure. During the procedure, the physician noted that one device did not properly deploy the implant. It was reported that the procedure was successfully completed, and no patient adverse events were reported. Investigation of the returned device on 06 nov 2023 confirmed that approximately 3mm of the needle tip was broken and not returned with the device.